Event description:
The machine would not suck bleach. Problem corrected by the bio-medical department. O-ring at the bleach connector replaced. The bleach brakes down the rubber of the o-ring and they are frequently replaced.